Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while the generator was in bipolar mode it self-activated. There was a gyrus everest hand piece and foot switch inserted into the unit. The pt received a minor internal burn reported as being superficial.